Event description:
Customer reports to have high blood glucose of 245 mg/dl, which was treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that air was in the tubing and cannula appeared to be bent. Reservoir was changed and after troubleshooting, it was determined that insulin pump was functioning correctly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).